Event description:
User alleges that they went to use the fiber-optic broncoscope adapter and alarms sounded, high peep pressure and no return. They removed the swivel and examined the unit and found a silicone cap stuck up inside the unit occluding it.